Event description:
It was reported that the patient's device recorded oversensing and lead impedances that varied between 600 and 2600 ohms. A rv (right ventricular) lead malfunction was also reported by the patient. A-pace crosstalk was also indicated, with out of range pacing impedance, consistent with lead fracture. The lead was explanted and replaced. During an attempted lead explant, the helix could not be fully retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments was returned and analyzed. There was only one set of setscrew marks on the is-1 pin, and it was too proximal, which indicates the lead was not fully inserted into the device. It was reported that the patient's device recorded oversensing and lead impedances that varied between 600 and 2600 ohms. A rv (right ventricular) lead malfunction was also reported by the patient. A-pace crosstalk was also indicated, with out of range pacing impedance, consistent with lead fracture. The lead was explanted and replaced. During an attempted lead explant, the helix could not be fully retracted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications; operational context contributed to event, impedance, high, lead(s), fracture of, oversensing. Retract, failure to, malfunction.